Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the erbe generator had a u-02 error. The customer unplugged the power cord and foot pedal cables. The customer then plugged the power back in with no change. The customer obtained a different vision side cart (vsc) to continue procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. The fse replaced the erbe generator as a precaution. The system was tested and verified as ready for use. The erbe generator was returned for failure analysis, and the reported failure was confirmed and reproduced. The erbe generator was placed on an in-house system and run in normal mode. Error u-02 was triggered during testing. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause is attributed to component failure.